Manufacturer narrative:
Block h6: imdrf code f1001 captures the reportable event of absence of treatment. Investigation result summary the spyscope ds ii was not returned for analysis as it was disposed. Therefore, a technical analysis could not be performed, and the reported event could not be confirmed due to the lack of evidence. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review of the spy discover catheter was completed and confirmed that the event of cancelled/rescheduled post sedation/sedation unknown was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
Note: this record represents the first of two spyscope ds ii devices used in this event. It was reported to boston scientific that two spyscope ds ii devices were attempted for use during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2026. During the procedure, the spyscope image was lost during electrohydraulic lithotripsy and could not be recovered. The physician replaced it with a second spyscope, however they could not pass the lithotripsy probe through scope, even after straightening the scope. The procedure was unable to be completed as a result of this event and was rescheduled. No patient complications were reported as a result of the event.